Manufacturer narrative:
(B)(4). Batch # p56u1t. Device evaluation: the analysis results found that the cdh29a device (a) arrived with the anvil missing. The breakaway washer was not present and there were only four staples present indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. For more information please refer to the instructions for use. The device was reloaded with staples and tested for functionality with a test washer and test anvil; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic low anterior resection, it was found that the red safety had been already released before use. The device was not used for the patient. Another device was used to complete the case. There were no adverse consequences to the patient.